Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment of a saccular, unruptured arteriovenous malformation or fistulae with a grade of dural arteriovenous fistula (davf). It was noted that the patient's blood flow was normal, and vessel tortuosity was moderate. It was reported that the axium coil did not detach after normal use. The physician attempted to detach the coil with the instant detacher several times. Then, they tried to detach with another instant detacher several times¿a manual attempt at detachment via hypotube, multiple times. There was no issue with the instant detacher. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received reported another coil was used to complete the procedure. Prior to coil non-detachment, no issues were encountered. No damage to the pushwire was observed after removal from patient.

Manufacturer narrative:
H3: product analysis as found condition. The axium prime device was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, within a resealable plastic biohazard pouch and within an introducer sheath. The instant detacher used during the event was not returned for analysis. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube and the break indicator was found intact. There were no evidence of detachment attempts at these locations using an instant detacher or by manual method. No damages were found with the introducer sheath. No damages were found with the axium prime pusher. The axium prime implant coil was found still attached to the pusher and found damaged within the introducer sheath. Testing/analysis ¿ the axium prime implant coil became stretched during the extraction from within the introducer sheath as it was found stuck. The implant and detach element were still attached to the pusher and still usable for detachment testing. An in-house instant detacher was used for detachment testing. No difficulty was experienced inserting the pusher into the instant detacher, and the load indicator was not visible when the pusher was fully seated in the instant detacher cap, which is normal. The implant coil was successfully detached on the first attempt without any difficulty. Conclusion - based on the customer report and device analysis, the customer report of "non-detachment" could not be confirmed and the cause could not be determined. The failure could not be replicated as the device detached with no issues on the first attempt using an in-house instant detacher. In addition, customer reported attempting to detach the device multiple times using two instant detachers, as well as multiple manual detachments. However, the pusher was found undamaged with no evidence of detachment attempts. The instant detachers used in the event were not returned for analysis. Therefore, any contribution of the instant detachers towards the non-detachment and conformance to specification could not be assessed. The implant coil was found damaged; however, these damages did not contribute towards the reported failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.